Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear mask. On an unknown date, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed with cultures positive for e.coli and candida albicans. Treatment was not reported. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for use error - breach in aseptic technique is confirmed because it was reported that the home patient did not wear a mask, which is a use error that can cause peritonitis. The assignable cause of the use error - breach in aseptic technique is undetermined.